Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and had a disconnected g7 sensor; the user performed multiple meal announcements in an attempt to correct the high glucose and later performed a full supply change including an inset 23" 6 mm cannula. Symptoms included elevated blood glucose. Outcomes included counseling to avoid repeated meal announcements, guidance to change the infusion set to address potential delivery or absorption issues, and direction to continue monitoring. Investigation included review of device data, follow-up calls, and user interview to gather infusion set details. Investigation of this case revealed use behaviors that could disrupt the pump¿s correction algorithm and potential infusion site or absorption issues; the user later returned to range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.